Manufacturer narrative:
Additional device information: model no. 28-28-95rl lot no. W09-0995-018. Expiration date: 04/01/2012. Review of lot records/work orders, prior reports. No issues were noted. Inadvertent misplacement during ballooning. Operational context contributed to event.

Event description:
Patient presented with 18-23mm aortic neck over 15mm length with 60 degree angle proximally; implant of a 28-16-120bl bifurcated device and a 28-28-75l proximal extension. During balloon post-dilatation, the proximal extension was inadvertently displaced approximately 1.5cm into the angle of the neck. A palmaz stent was placed to straighten out the neck. A 28-28-95rl suprarenal cuff was placed. There was a slight type ia endoleak that was resolved with a second palmaz stent.

Manufacturer narrative:
Additional device information: model no. 28-28-95rl lot no. W09-0995-018 expiration date: 04/01/2012. Review of lot records/work orders, prior reports. No issues were noted. Inadvertent misplacement during ballooning. Operational context contributed to event.

Event description:
Patient presented with 18-23mm aortic neck over 15mm length with 60 degree angle proximally; implant of a 28-16-120bl bifurcated device and a 28-28-75l proximal extension. During ballooning of the stent graft, the proximal extension was inadvertently displaced approximately 1.5cm into the angle of the neck. A 28-28-95rl suprarenal cuff was placed. There was a slight proximal type ia endoleak that was resolved with a second palmaz stent.